Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the ob doctor's using the custom c-section pack stated that the yankauer and suction tubing keeps coming apart.

Manufacturer narrative:
After researching the complaint and part number provided, it has been determined that this product is not a covidien/medtronic product. Initially an email was sent to (B)(4) requesting additional information however I did not receive a reply. The reported part # fg71-2384d correlates to a carefusion part number which is a division of becton dickinson. I have sent an email to grayson to initiate the complaint with carefusion. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: the ob dr.'s using the custom c-section pack stated that the yankauer and suction tubing keeps coming apart.